Event description:
Customer reported that they received a box of lot 1114347 which contained 9 packages of (product ID 4152) and 1 nonsterile product with lot 1112997 (product ID 10150). Reporter states that the customer "never received a box of lot 1112997".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.